Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that the transducers protectors frequently become wet as soon as they are attached to the machine for priming, even when they are checked to ensure they are properly secured to the lines prior to doing so. Additional details were obtained through follow-up with a patient care technician (pct) from the facility who was familiar with the reported issue. When this happens, the pct reported that they change out the transducers for the old ones which are known to work better. Once the new transducers are attached, there are no further issues. The pct confirmed this is not a staff-related issue. They are installing the bloodlines according to the instructions for use (IFU), and the transducers are being attached correctly. There is no patient involvement in these scenarios. It is unknown how many times this has occurred exactly. No actual samples were available. It was reported that a companion sample could be returned for evaluation.